Manufacturer narrative:
On 01/18/2020, mentor received additional information about the event: the patient reported that she developed breast implant illness symptoms in spring 2015. Date of event has been estimated to be (B)(6) 2015. Patient age at the time of event has been updated to 38 years old. Patient reported the following unexplained systemic symptoms: extreme allergies, itching, skin damage, and rashes. The root cause of the patient¿s symptoms is unclear. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast surgery with mentor memorygel breast implant 700cc gel breast prostheses believed that she had developed breast implant illness. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 475cc saline breast prostheses on (B)(6) 2019. It was confirmed during surgery that the patient¿s right breast prosthesis had ruptured. This medwatch report is for the patient¿s left breast prosthesis.